Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during preparation for a pulse field ablation procedure with a faradrive sheath, during aspiration the sheath presented bubbles in the 3-way stopcock. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Event description:
It was reported that during preparation for a pulse field ablation procedure with a a faradrive sheath, during aspiration the sheath presented bubbles in the 3-way stopcock. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Additional information added to suspect medical device. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.